Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure in the mildly tortuous, mildly calcified, proximal left anterior descending artery, a 2.5x15 rx trek dilatation catheter was advanced without resistance to the target lesion. During dilatation, the balloon ruptured during the first inflation at 8 atmospheres for 10 seconds. The device was withdrawn from the anatomy without resistance and a new 2.5x15 trek balloon was used successfully to complete pre-dilatation. An unspecified stent was implanted and the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide catheter: taiga. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.